Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of low glucose overnight and intermittent high glucose while using the ilet system with a libre 3 sensor and cd 6 mm/23 in infusion set; the user reported eating unannounced bedtime snacks and using less-than-actual meal announcements, and education was provided on appropriate meal announcements and the potential for algorithm maladaptation and correction boluses contributing to lows. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no hospitalization and no long-term sequelae reported. Investigation included complaint intake review and user troubleshooting with education on correct meal announcement practices. Investigation of this case revealed no device malfunction and indicated user behavior contributed to the events, with unannounced intake and under-reporting of meals likely driving algorithm responses that led to glycemic excursions. It was concluded, based on previously established findings for similar reports, that the cause was unclear with contributory user management factors rather than a confirmed device problem. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.